Event description:
During a colonoscopy procedure, the image went black. There were no reported injuries to the patient. It was not confirmed that the malfunction occurred during a procedure until 2007.

Manufacturer narrative:
The returned colonoscope was evaluated. The problem with no image was confirmed. The cha harness wire was loose. The exact of the loose wire could not be confirmed. No injury to patient.